Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with or charge her ipg. It has been over 8 months since she last used or charged her ipg. An sjm representative met with the patient and confirmed the issue. It was also reported the patient needs an MRI. The patient is considering the option to replace her ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.